Manufacturer narrative:
As reported, the plug deployment of a 5f exoseal vascular closure device (vcd) could not be done. There was no reported patient injury. Additional information was requested, but procedural details are unknown. One non-sterile exoseal vascular closure device (5f) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, and the guard was not locked. The plug was in the manufacturing position, and the indicator wire was found deployed. A non-cordis catheter sheath introducer (csi) was returned and inserted on the unit. The indicator window was observed in the black/white position. No additional anomalies were observed during the visual analysis. The functional deployment simulation was successfully executed. Since the guard was not locked upon receipt, it was first secured according to procedure. The indicator wire was then pulled to reach the black/black position. Subsequently, the deployment lever was fully depressed, resulting in indicator wire retraction, successful plug deployment, and the indicator window transitioning to the black/white/red position, as expected. A high magnification inspection was performed on the internal mechanism. No abnormal conditions were identified during this evaluation. A review of the manufacturing documentation associated with lot 18374415 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿vascular closure device (vcd) deployment difficulty unable¿ was not observed through analysis of the returned device since the functional analysis was performed and successful deployment of the device was achieved. The plug was deployed. The cause of the reported issue could not be determined. However, as the device was received with the cowling/guard not locked, it is likely that any issues experienced when attempting to use the device may be related to handling factors of the cowling/guard during use as the condition indicates an incomplete depression of the cowling/guard may have occurred. The IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug deployment of a 5f exoseal vascular closure device (vcd) could not be done. There was no reported patient injury. Additional information was requested, but procedural details are unknown.. The device is not being returned for evaluation at this time.